Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. Following placement of a guide catheter, a 2.50mmx20mm synergy ii drug-eluting stent was introduced. However, while entering the guide catheter, the shaft kinked and snapped approximately 20cm from the hub. The device never entered the patient. The procedure was completed using another 2.50mmx20mm synergy ii drug-eluting stent. No patient complications were reported.